Event description:
It was reported that pump battery would not charge despite attempts using tandem charging cable, different wall outlets, different wall adapter, and different charging cable, and charging connection remained unstable and not recognized. There was no adverse impact to the customer's blood glucose level. Customer was informed that pump needed replacement, arrangements were made for replacement pump shipment after confirming shipping address, and customer was instructed to allow battery to fully deplete before transport and to return problematic pump to tandem within 10 days using provided return materials.